Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per photographic evaluation: two photos were received: first picture provided show the distal portion of the device, the casing and anvil are visible and appear to be in good condition. Second picture shows a close-up of the safety switch, the switch is unlocked and with no visible damage, a portion of the firing trigger shroud is also visible, it appears to be in the open position and properly attached to the handle. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date, no device has been received. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during endoscopic-assisted radical gastrectomy for proximal gastric cancer surgery, when severing esophagus and jejunum tissue , after fired, noted some staples malformed . Used suture to oversew . There was no patient consequence reported. No additional information can be provided.